Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and the reading was over 600 mg/dl. The customer changed the infusion set and attempted to bolus but got a no delivery alarm. It was stated that the infusion set was removed and there was blood on the cannula. Troubleshooting was performed and the insulin pump passed the prime test. The nurse stated that the customer is new to insulin pump therapy and needs additional training. It was explained that the customer might need to use a different infusion set. The nurse called back stating that the customer is now using a different set and that set is working much better for her. No additional training required at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.